Event description:
Based on the event description it appears that caregiver did not follow the handling procedures in the device labeling and swung the resident to get her leg around the mast of the lift to have both of her legs on the same side of the lift. The first time the caregiver attempted this the resident leg got stuck, so the next time the caregiver pulled the sling and patient even harder (the wheels were locked on the lift) and at this time the tenor tipped over sideways, caregiver was trying to hold the resident but this did not help because of the weight of the resident. It is indicated that the caregiver then decided to lower the resident and she fell on the top of caregiver legs and stomach. A part of the lift hit the head of the resident.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we have found a number of cases with similar fault description (tilted sideways). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (tenor) was being used for patient handling at the time of the event. No malfunction could be found on the tenor lift that could have caused or contributed to the event, therefore, as we explain below it appears a use error caused the tenor to contribute to the event. In this case we can determine that the tenor and the sling which work as a system were found to have been to specification when the event took place. From the information received it appears that during transfer of the patient to the wheelchair the tenor lift tipped over sideways and fell to the floor. Our lift devices fulfill the iso requirements regarding stability with the safe working load weight in the most adverse position: as required per iso 10535 a stability test has been performed that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the tenor does not become unstable. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears the person in the sling was not being correctly positioned. Based on the event description it appears that caregiver decided to swing the resident to get her leg around the mast of the lift to have both of her legs on the same side of the lift. From the incident description we can assume that caregiver who swung the person on the tenor lift in sling contributed to the device losing its balance. Such loss of balance is only likely to happen when the center of the gravity of the lift system is pulled on the side, causing the lift device to become destabilized and tip over in the result. This constitutes a use error: not placing the lift as described in the IFU, not avoiding the use of the body of the patient as leverage. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our evaluation appears to be in line with a use error having occurred. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Only as a result of this did the device contribute to the outcome of the event. We find this complaint to be reportable to the competent authorities.